Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the 8mm medium-large clip applier instrument did not clip and was observed to be bent. No fragment fell into the patient. The user completed the procedure with no injury to the patient.